Event description:
During the pt's total knee surgery, the surgeon was preparing the lcs tibial tray trial. With tray trial sitting on top of the proximal tibia, he tapped the short pin on the medial side into the tibia through the tray. This appeared to result in a proximal tibial plateau fracture on the medial tibia. He pulled the fracture together with a bone clamp and was able to complete the tibial tray preparation and surgery. This caused a 10-minutes surgical delay.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. The product lot code required in retrieving the device history records for reviewing and search the complaint database by lot code were not provided. The investigation could not draw any conclusions about the reported event based on the lack of the product to examine and insufficient product info. Provided info stated the product was not suspected of failing to meet specifications. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.